Manufacturer narrative:
Follow-up #1; date of submission: 09/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. The pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank. The pump failed a leak test due to a leak at the display lens. The pump cover was removed, and evidence of moisture ingress was observed on internal components. The reported event was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.